Manufacturer narrative:
Ethnicity - requested, not yet provided; race - requested, not yet provided; implanted date: device was not implanted; explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during an angiogram procedure the angio-seal device did not deploy. The line was cut and all of the contents were removed. The procedure was successful.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 7/25/2018: the procedure performed was a diagnostic angiography. Proper steps were followed leading to the event. The event occurred when the device was pulled back and all contents left the patient (nothing remained in the patient). Manual compression was utilized instead of the device. The patient condition was fine following the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. Based on historical device history, pullout has been known to be caused by user error, kinks in the carrier tube assembly, and obstructions to the anchor posting to the distal tip of the hemostatic sheath.